Manufacturer narrative:
(B)(4). Method: the complaint devices were not returned to fisher & paykel healthcare for evaluation. The customer reported that they were accidentally disposed. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: it was reported that the 900mr810 reusable adult breathing circuits had holes after one month of use. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: without the return of the complaint devices we are unable to determine what may have caused the problem reported by the customer. Based on previous investigations the reported holes may have been caused by physical damage where the circuit limb was pulled at the tube rather than the cuff. If the complaint devices were returned they would have been visually inspected by a trained fph engineer. In addition, the bead width, bead height, outside diameter, film thickness and heaterwire resistance would have been measured. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuits were released for distribution. The user instructions that accompany the 900mr810 reusable adult breathing circuits state: -"inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." -"perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." -"disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage." -"set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6), reported to a fisher & paykel healthcare (fph) representative that two 900mr810 reusable adult breathing circuits had holes after one month of use. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint devices for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6), reported to a fisher & paykel healthcare (fph) representative that two 900mr810 reusable adult breathing circuits had holes after one month of use. This was found prior to patient use.